Event description:
Doctor was removing pump from pt after breast augmentation procedure. Doctor felt resistance and pulled harder. The catheter came out without the tip. Doctor removed the portion of the tip remained in the pt.